Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted global technical services (gts) regarding assistance with a system error 2240 alarm during dwell 2 on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient (hp) to cycle power. The tsr advised the hp to call their peritoneal dialysis nurse to inform them of the alarm. There was patient involvement; however, there was no injury or medical intervention reported.